Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204/ service code 107) has been confirmed. Upon investigation the monitor produced service code 204 and 107. The cause for the belt communication faults is an intermittent u409 (high speed can transceiver), which caused a disruption in communication between the belt and the monitor, via the pld and dsp. The cause of the service code 107 - abnormal shutdown is the belt communication faults. The cause for the disruption in communication between the belt and monitor is poor solder connections on component u413, the can controller. The cause of the poor solder connections cannot be positively determined but is likely assembly error. The root cause for the intermittent u409 and u413 was unable to be positively determined. No adverse event resulted from the disruption in communication. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support to report a service code 204 and 107 for a (B)(6) male patient's monitor. The patient was issued a replacement monitor.